Event description:
The biomedical engineer (bme) that when the monitor tech admits the patient and scans the barcode the patient is admitted to their correct patient tile / device, but then another tile removes an existing patient and duplicates the newly admitted patient into another tile on the central nurse's station (cns). The patient that was removed was reassigned to the correct patient name and patient ID. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that when a new patient was admitted via a barcode scanner, the patient was admitted on the central nurse's station (cns), and then was duplicated onto another bed tile. Cns logs were provided, however other relevant information such as bedside devices' models, serial numbers, and bedside device logs were not available. When contacted, customer could not provide additional information. Analysis of the cns logs shows no incident at the reported time of 12:50 est on (B)(6) 2021. Service requested / performed: troubleshooting. Investigation summary: when registering a patient on the cns 6801, the user must select whether data is stored locally. Locally filed patients have data stored at the cns for 120 hours. Patient data is also stored separately at the bedside device. Operator's manual (doc # 0614-907596f, page 107) gave precautions for user to consider when performing admit procedure: operator's manual (doc # 0614-907596f, page 111) describes the procedure for admitting a patient using barcode scanner: a separate procedure is used for replacing current patient information with information from a bar code scanner (om, doc # 0614-907596f, page 112). Nka had attempted to reach out to customer for more information on 04/01/2021 but was only able to leave a voicemail. Relevant information has not been provided. Due to limited information available, the root cause of the reported issue could not be determined. The risk level is determined to be medium. No CAPA is required at this time. Attempt #1 03/19/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details but did not provide patient or additional device information. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 03/19/2021 emailed the customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details but did not provide patient or additional device information. Attempt #1 04/01/2021 called the customer for all items but was only able to leave a voicemail, which was not answered. Telemetry transmitter model: gz-130p.

Manufacturer narrative:
The biomedical engineer (bme) that when the monitor tech admits the patient and scans the barcode the patient is admitted to their correct patient tile / device, but then another tile removes an existing patient and duplicates the newly admitted patient into another tile on the central nurse's station (cns). The patient that was removed was reassigned to the correct patient name and patient ID. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical products: the following device(s) were being used in conjunction with the cns, but serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter: model: gz-130p, sn: ni.

Event description:
The biomedical engineer (bme) that when the monitor tech admits the patient and scans the barcode the patient is admitted to their correct patient tile / device, but then another tile removes an existing patient and duplicates the newly admitted patient into another tile on the central nurse's station (cns). The patient that was removed was reassigned to the correct patient name and patient ID. No patient harm was reported.